Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01535, 2017865-2020-01536. It was reported that the patient presented in the hospital with fever, chills, and tachycardia due to a (B)(6) infection. The physician explanted the pacemaker, right atrial lead, and right ventricular lead. The patient was in stable condition post-procedure.